Event description:
The customer reported the monitors and images are too bright. The technologist has to use manual brightness/ contrast to make a good picture.

Manufacturer narrative:
The service rep spoke with the in house biomed about the brightness/contrast checks and monitor adjustment. System now acceptable. One occurrence the technologist stated was that the system did not go in to mag mode when mag1 button pushed. The rep talked the customer through checking the mag modes via phone per in house support agreement. Could not duplicate problem.